Event description:
Additional information recieved reported that impedances within the normal range were attained after ¿reconnecting several times.¿ it was noted that the patient was doing well and that no further follow up was necessary.

Event description:
It was reported that the left lead was broken and had impedances greater than 4000 ohms. At some point the managing health care providers (hcp) cut the left lead and left it exposed to the tissue. The reporter just did an impedance test and wanted to know why most of the impedance values were around 2815 ohms. The reporter also mentioned 0 and 3 were question marks and the impedance test was done at 3.0 volts. The left lead was to be replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0511409v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0461559v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received confirmed that after reconnecting the lead to the implantable neurostimulator (ins) a couple of times the impedance values returned to normal. It was believed that the hcp did not push the extension far enough into the ins. It was reported that it was not believed that the lead was damaged since impedances were able to go back to normal. It was confirmed that the patient was doing well and receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).